Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the phenomenon was confirmed, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the electrical connector had water invasion in the device. The image returned once the connector was dried. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope had no ultrasound image. The intended procedure was completed with the same device. The patient was not under anesthesia, there was no delay and no report of patient harm.